Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right internal carotid artery aneurysm with a max diameter of 4 mm and a 4 mm neck diameter. The landing zone was 4.2 mm distally and 4.5 mm proximally. It was noted that the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the operator selected a shield dense mesh ped2 stent. After the access pathway was established, the stent was delivered to the ipsilateral m1 segment. Approximately 7¿8 mm of the stent¿s distal end was exposed and observed for about 10 seconds, but the distal end did not open. The operator continued to deploy the stent to about 12 mm; however, the distal end still failed to open. Attempts were made to recapture and redeploy the stent, including shaking and push¿pull maneuvers, but the distal end remained unopened. Adjustments to the microcatheter tension were also attempted without success. The stent was then withdrawn from the body, and it was confirmed that the distal end could not open. The stent was replaced with another device, and the procedure was subsequently completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter, silver snake guide catheter.